Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with high ventricular rate episodes recorded by the device. These episodes were attributed to right ventricular lead noise. Small noise signals were reproducible with isometric exercise. No interventions were made.